Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected numbers were ramping during testing. The device was also received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the numbers were ramping up while customer tried to program a bolus. Customer's blood glucose was 176 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.